Event description:
It was reported that a system error 2240 alarm (air in line/set) occurred on the homechoice device during dwell 3 of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, there was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The power was cycled to clear the alarm and the patient planned to complete therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.